Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. It was not possible to remove the adapter as it was stuck firmly inside the scope socket. Additionally, the lamp life meter provided a reading of 500+ hours, with an expired lamp. It is recommended that both the socket and the lamp be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source had a damaged socket. According to the initial reporter, the unit could not be properly connected. Additional details relating to the patient and the event have been requested but no further event details were available. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the adaptor could not be remove because it was stuck inside of the scope socket. It is possible that the issue occurred due to a poor scope socket. However, the definitive root cause of the poor scope socket could not be determined. Olympus will continue to monitor field performance for this device.